Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported non-reproducibly elevated ise (ion-selective electrode) patient results were generated on the laboratory¿s au5800 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Data was not provided.